Manufacturer narrative:
B3- date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that, following an unrelated cervical fusion procedure where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Ipg was deemed inoperable. In turn, surgical intervention took place where the ipg was replaced and reportedly therapy was restored.